Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received shoot or squirt insulin out of the infusion set when you prime it and instead of just dripping out. Customer¿s blood glucose was unknown. Customer stated that the insulin pump had received unexplained and random delivery alarms. Troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery alarm and no rewind anomaly noted during test. (B)(4).